Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic diathermy probe did not work when plugged into bipolar cord during setup of surgery. Surgery was completed after replacing new probe. Procedure details have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it regarding the same issue. The investigation is completed based on the sample evaluation documented below. The returned instrument was received in the pouch with the sticker label showing the batch information. The instrument was visually inspected and showed no evident abnormality, namely the metal tube is significant bent. The electrical resistance measurements indicate that there was insufficient contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening the instrument. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. The root cause cannot be identified conclusively, as the tyvek pouch was opened by the customer, the product was handled. The chain of events that led to the reported malfunction can therefore no longer be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).